Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be air inlet mixer valve not opening properly or air supply pressure and flow insufficient. In consequence the correction was made to replace the g5 vu mother board (p/n msp159304).the unit passed all tests and was then operational. There was no patient or user harm. Date: (B)(6) 2023 name:(B)(6).

Event description:
Dear bernard, the above set of g5 trigger "o2 and air supplies fail " alarm during ventilation on patient. This fault had been happened before on march. Today, I had carefully inspected the o2 and air hose had been attached to wall outlet firmly. I had also inspected the machine inside had no leakage . I had tried to trial run with the test lung for an hour. The fault hadn't been reproduced. Under this situation , what can I do to find out what's wrong with it? What parts should be replaced? Best regards rocky fong service engineer legendmaster.